Manufacturer narrative:
Additional information revealed that the patient's left hand and left arm have paralytic symptoms. Additional suspect medical device components involved: model #: sc-1110-02 serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that a patient is experiencing paralysis on the left side of the body. The physician believes the cause is due to an allergic reaction. It is unknown at this time what was the cause of the allergic reaction. The patient will be explanted at a later date.

Event description:
A report was received that a patient is experiencing paralysis on the left side of the body. The physician believes the cause is due to an allergic reaction. It is unknown at this time what was the cause of the allergic reaction. The patient will be explanted at a later date.

Event description:
A report was received that a patient is experiencing paralysis on the left side of the body. The physician believes the cause is due to an allergic reaction. It is unknown at this time what was the cause of the allergic reaction. The patient will be explanted at a later date.

Event description:
A report was received that a patient is experiencing paralysis on the left side of the body. The physician believes the cause is due to an allergic reaction. It is unknown at this time what was the cause of the allergic reaction. The patient will be explanted at a later date.

Manufacturer narrative:
Sc-1110-02, s/n (B)(4): the ipg passed all visual, electrical and performance tests performed. The ipg exhibits normal device characteristics. Sc-8216-50, (B)(4): visual inspection revealed that the paddle lead was cleanly cut approximately 15 inches from one of the proximal ends of the paddle lead. In addition, electrode #8 is dislodged and missing from the paddle. The damage to the device is consistent with damages during explant procedure and is not considered a failure. Additional information was received that the missing contact from the paddle lead was removed and was not left inside the patient.

Manufacturer narrative:
Additional was received that the physician said there were no paralytic symptoms. The patient was experiencing procedure related pain from the paddle lead implant that radiated into both arms.